Event description:
It was reported that during the implant attempt, the atrial set screw was stripped on the device; subsequently, it was not possible to insert the pin plug. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.